Event description:
The device audible alarm was nonfunctional. The customer support engineer verified the non alarm condition and tightened all alarm connections. The unit passed extended self testing.